Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh inc., on behalf of the manufacturer arjohuntleigh (B)(4). Date of event is unknown, as well as the exact serial number of the device involved. The facility reported initially there were two similar incidents with similar devices, resulting in the same outcome for both residents. During on-site investigation by an arjohuntleigh investigator, it was said by the facility that only one event occurred (FDA reference # 9681684-2021-00086). Additional follow-up permitted to confirm the initial allegation of two different incidents. Facility established that device did not malfunction, but incident was due to a resident's error, and continued the use of the device. Additional information will be provided following the conclusion of the manufacturer's investigation.

Event description:
During a transfer with a floor lift, the resident placed his hand on the moveable junction of the dynamic positioning system (dps) and got injured. The detail about the outcome of the injury is unknown, but it was reported that a fracture to finger was sustained.